Event description:
The customer called to report hospitalization for high bgs. Troubleshooting was performed. Pump passed the functional testing. It was stated that the customer re-used the reservoirs and had very stressful day. Instructed the customer to change the tubing, site location, and reservoir; never re-use any of the disposables.